Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside blower kit and a blower foam degradation. Additionally, the service technician also noted fluids fail contamination, and error code displayed/present e065 (err_stuck_encoder_a), e066 (err_stuck_encoder_b) in the device logs. The device was scrapped by the service center after the evaluation was completed.